Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, opening. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported "an area of dark discoloration with surrounding redness" and "left implant just fell out in hand with a gush of bloody fluid". Device is explanted. Patient was treated with antibiotics.

Manufacturer narrative:
The events of infection and extrusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "an area of dark discoloration with surrounding redness" and "fell out in hand with a gush of bloody fluid".

Event description:
Healthcare professional reported "an area of dark discoloration with surrounding redness" and "left implant just fell out in hand with a gush of bloody fluid". Device is explanted. Patient was treated with antibiotics.